Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5cm abdominal aortic aneurysm. It was reported that the implant of the device and the placement of a chimney in the left renal artery went very well. However, when the physician attempted to remove another manufacturer's 8fr sheath they could not get it out. The patient was converted to open repair and the stent graft was partially explanted. It was noted that the procedure time was too long and the patient expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: the exact cause of another manufacturer's sheath possibly getting caught on one of the suprarenal stent apices and was unable to be removed, that led to open repair and partial explant of the stent graft, which resulted in prolonged procedure time and led to patient death, could not be conclusively determined from the two still images provided. The pre-implant anatomy information and additional films during the implant procedure were not provided.